Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure to undergo magnetic resonance imaging (MRI).

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.

Manufacturer narrative:
(B)(4). Additional suspect medical devices components involved in the event: model #: sc-8216-50 serial #: 318652 description: artisan surgical lead, 50cm model #: sc-4316 lot #: 14079376 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.